Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The manufacture representative reported high impedances (i.e., >4000 ohms) on all pairs with #0 contact during the stage 2 procedure; the surgeon was using the same lead from stage 1 procedure. Impedances were tested with higher settings but the issue did not resolve. Cause, symptoms, actions, and outcome remain unknown. Follow up was conducted to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there was no symptom control. The symptoms were bowel related. Sometimes he had to change the pad 3 times a night. The bowel was either mush or hard and round like rabbit droppings. This was occurring daily. The manufacturer representative (rep) showed the patient how to use the patient programmer after implant but he did not remember anything and the health care professional (hcp) did not know anything when he went to the follow-up appointment. Stimulation was not felt, so settings were increased during the call to 1.9 volts and the patient was going to continue to track their symptoms. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.